Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
The product was evaluated. An external visual inspection. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.